Event description:
Pt began receiving "adjust belt" messages but did not report the problem until the following day. Info downloaded from the pt's monitor reported 291 minutes of noise. The belt was replaced. During the belt exchange the pt pointed out that wires were pulling out of the distribution box.